Event description:
A surgery reported that the intraocular lens (iol) delivery system misfired. An iol was returned stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury assoicated with this event. Additional information has been requested.